Event description:
The user facility reported that instruments processed in a cracked sterilization container were utilized in three patient procedures. The user facility followed their protocol, contacted the patients and prescribed antibiotics. No injuries to patients have been reported. The containers were not processed in a steris sterilizer.

Manufacturer narrative:
The cracked sterilization containers were removed from service and returned to the supplier for evaluation. The supplier stated that there were multiple cracks in the container and the cause of the cracks is attributed to the age of the product. The containers were manufactured in 1990 and were over 20 years old at the time of the reported event. Steris evaluated photographs of the returned containers and also observed large, obvious cracks in several locations, loose material that appeared to be cracked off a container lid, and heavy usage of the containers. Per the supplier, the containers should have not been used in the condition observed. The user guide states "3. General cleaning, decontamination, and inspection 4. Visually inspect each component to ensure that it is clean and that there is no damage to the component. For ceramic filters, crack lines on the top surface of the filter are considered evidence of damage and the ceramic filter should not be used. If components or filters show evidence of damage, do not use." In-service training on proper use and operation of the container system will be conducted with the user facility on (B)(6) 2011.